Manufacturer narrative:
(B)(4). Device (a) arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. Additionally, three ancillary trocar s were received in good visual condition. The device was tested for functionality with the returned washer and the returned anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and the returned anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the ancillary trocars were inserted into the anvils without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was used to anastomose between the esophagus and the jejunum. It had a difficulty in inserting the ancillary trocar tip to the anvil. When the ancillary trocar was inserted into the anvil forcibly, it was difficult to be removed. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following response was received: the issue occurred prior to using the device on the patient.